Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The ostial lesion being treated was located in the right coronary artery (rca). The physician deployed a 2.50x8mm taxus express2 drug eluting stent. Four days post the initial procedure, the pt's stent was found to be 'clotted off'. The physician performed angioplasty and he was able to wire the lesion. A thrombectomy system was used to extract the clot and a 2.75x20mm taxus stent was deployed. The stent was post dilated with a 3.0mm non-compliant balloon (manufacturer unk). Pt status reported as "fine". Additional info was requested but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.